Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing despite pump being used. In addition, it was reported that pump has a "hard time recognizing insulin and cartridges." There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to confirm reported issues. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.